Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(6) 2024. The event occured within 24 hours of insertion. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.